Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('abnormal bleeding(general)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome from 2010 to 2012, bloating from 2010 to 2012 and depression from 2010 to 2013. Urine tests: an hcg pregnancy test was negative cervix: negative for dysplasia. Previously administered products included for birth control: yaz from (B)(6) 2010 to (B)(6) 2011, paragaurd from (B)(6) 2009 to (B)(6) 2009, mirena from 2008 to (B)(6) 2009 and ortho tri-cyclen from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included migraine headache since 1997 and anxiety disorder. Concomitant products included naproxen sodium;sumatriptan succinate (treximet) from 2011 to 2012 and sumatriptan (imitrex) since 1997. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced arthralgia ("pain joint"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and novasure ablation in 2013.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, arthralgia and abdominal pain had resolved. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: an essure coil was successfully placed in the left tube with 5 coils visible after placement and 3 coils in right tube. Discrepancy noted in insertion dates - (B)(6) 2011, (B)(6) 2011 discrepancy noted in removal dates: (B)(6) 2018, (B)(6) 2018 discrepancy noted in essure confirmation test (unspecified) - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: fallopian tubes bilateral luminal metallic coils (essure device). Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- menorrhagia, pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: new event - abdominal pain was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('abnormal bleeding(general)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome from 2010 to 2012, bloating from 2010 to 2012 and depression from 2010 to 2013. Urine tests: an hcg pregnancy test was negative. Cervix: negative for dysplasia. Previously administered products included for birth control: yaz from (B)(6) 2010 to (B)(6) 2011, paragard from (B)(6) 2009 to (B)(6) 2009, mirena from 2008 to (B)(6) 2009 and ortho tri-cyclen from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included migraine headache since 1997 and anxiety disorder. Concomitant products included naproxen sodium;sumatriptan succinate (treximet) from 2011 to 2012 and sumatriptan (imitrex) since 1997. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced arthralgia ("pain joint"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and novasure ablation in 2013.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and arthralgia had resolved. The reporter considered arthralgia, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: an essure coil was successfully placed in the left tube with 5 coils visible after placement and 3 coils in right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: fallopian tubes bilateral luminal metallic coils (essure device). Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- menorrhagia, pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet and medical records received. Event injury nos was replaced with new events - pain pelvic, abnormal bleeding (general), dysmenorrhea (cramping) and joint pain. Concomitant drug, medical history added and lab data were added. Patient demographic added. New reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.